Event description:
A home pt's nurse contacted baxter's product surveillance department to report a pt extension that was noted to have a hole during use. The home pt stated that the pt extension set was leaking. No damage to the packaging was noted and no animals were allowed in the room where the supplies are stored or where therapy is performed. No pt injury or medical intervention was associated with this incident per the home pt.